Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while attempting to adjust the basal rate setting to compensate for steroids the customer was to begin using, the customer inadvertently adjusted the correction factor setting. The customer's blood glucose level was 332 (mg/dl) due to the steroids. A bolus via the pump was delivered to address bg level. Tandem technical support assisted the customer with correcting the pump settings.